Event description:
A plate was noted as broken on x-ray and was removed. Pt fell off a ladder and suffered compound fracture of the distal tibia/fibula/ankle. Unk plate placed on lateral fibula, unk plate placed on medial distal tibia, both with unk screws. Pt was non-weight bearing for 3 months, partial weight-bearing with cane in fourth month and at 5 1/2 months instructed start physical therapy. Physical therapist had him put all of his weight on it and the next day, pt couldn't walk. Subsequent x-rays showed 'outside plate' to be broken. Pt reported dr told him it was a nonunion.

Manufacturer narrative:
Synthes is unable to determine the manufacturer site or the manufacturer date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned. Note: pt reported the implant is a synthes device. To date, synthes has not received positive identification that the implant is in fact a synthes device.